Event description:
Pt was implanted with miniarc sling on (B) (6) 2010. On (B) (6) 2010, pt reported she has an infection or an allergic reaction and asked what the mesh is made from. No further info provided.